Manufacturer narrative:
The customer reported that qc had been erratic. Bci customer technical support had the customer check the syringes and probe tubing. Service was dispatched on (B)(4) 2011 and reported intermittent problems with lipids and level sensing. The field service engineer (fse) cleaned all cuvettes, performed alignments for reagent wheel, and repaired reagent mixer wash station. The fse ran carryover test, and obtained acceptable results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low or suppressed cartridge chemistry results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. There was no effect to the patient.